Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, a color bar appeared on the monitor. The user restarted the device, and the device worked properly. The user completed the procedure by using the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon was duplicated at the olympus regional repair center (rrc) and omsc. The rrc investigated and found that the phenomenon, color bar appearance on the monitor, occurred when the cable was damaged, and there was corrosion at the electrical contact. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation and the evaluation, there was the possibility that the reported phenomenon was attributed to the malfunction of the subject device itself and/or the telecommunication error with the camera control unit.